Event description:
Complaint form received by, convatec customer service clerk, indicated that end-user experienced itching around stoma located under border.

Manufacturer narrative:
The event as described is deemed a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.